Event description:
It was reported that bd alaris smartsite needle-free valve detached. The following information was provided by the initial reporter in chinese: on (B)(6) 2023 at 15:40 the patient returned to the room after surgery and needed to change the infusion connector, it was found that the infusion connector had fallen out of the middle, it was immediately replaced with a new one without any effect on the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve detached.the following information was provided by the initial reporter in chinese:on (B)(6) 2023 at 15:40 the patient returned to the room after surgery and needed to change the infusion connector, it was found that the infusion connector had fallen out of the middle, it was immediately replaced with a new one without any effect on the patient

Manufacturer narrative:
H6: investigation summary no samples were received for investigation in which the customer has stated: "it was found that the infusion connector had fallen out of the middle" the product in use at the time is reported to be a 2000e china from lot 23025308. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23025308 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H3 other text : see h10.